Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while customer was in the bathroom, and the insulin gauge displayed an inaccurate fill estimate and remained static. The customer's blood glucose was 145 mg/dl. Reportedly, the customer reattached the same cartridge successfully and resumed insulin. The customer had reportedly filled the cartridge with cold insulin and declined to troubleshoot the fill estimate issue.